Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device was found out of specifications unrelated to the reported event. The 'pump was indicating that the patient had received the volume intended but in actuality the delivery bag still contained a large volume of fluid' was not verified. The primary bag was lowered to the proper height as called out in the operators manual and the infusion started delivering into and collection cup. Drops were found to be falling in the secondary bag and not in the primary bag. The pump was found to be delivering properly for the secondary infusion. Should additional relevant information become available, a supplemental report will be submitted.